Manufacturer narrative:
Literature citation: xiao chen, chunyang meng, weihong zhang, xiangqing kong, feng gao "efficacies of percutaneous vertebral angioplasty, percutaneous kyphoplasty and conventional open operation in the treatment of spinal tumor" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, forty-seven patients who were admitted to the hospital were divided into three groups: pvp group (treated with pvp), percutaneous kyphoplasty(pkp) group (treated with pkp) and control group (treated with conventional open operation). Three months after operation, the total effective rate of pvp, pkp and control group was 86.7%, 94.4%, 57.1. All patients had significantly lower vas score, lower nrs score and higher kps score after the treatment compared with those before the treatment (all p <(><<)> 0.01). Patients underwent pvp and pkp showed that the height of the vertebral body was not collapsed by x-ray examination. The pkp group had the following complications: one ipsilateral lumbar and leg pain.